Event description:
It was reported that 28 months post implant of a bifurcated device, an infrarenal aortic extension and two limb extensions an endoleak was identified. Reportedly, the patient came in symptomatic with abdominal pain. A computed tomography was done and a separation between the components was displayed. The right limb extension had separated from the main body. The physician treated the patient with a limb extension and a palmaz stent due to the angulation, and straightened it out and secured it. The endoleak resolved and the patient is doing fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and imaging studies available for this review; angiograms were non dynamic, which reduced the sensitivity to detect endoleaks. Product use was incongruent with the IFU due to: the ectasia abdominal aorta (33 mm diameter) and bilateral iliac arteries greater than 2.3 cm in diameter. Cautionary product use that might have contributed to this event included an infrarenal proximal stent placed within the iliac artery. The patient's use of antiplatelet therapy might have contributed to this event due to the increased risk for bleeding complications. There was substantiating evidence of an incomplete seal of the left hypogastric artery immediately post coiling (one month prior to implant) and at the implant procedure; there placement of a disjoined left iliac stent, presumably to cover the left hypogastric artery. There was evidence of a type iiia endoleak from the right iliac artery 28 months post implant. The second subsequent relining with both a competitor's and an iliac extension was substantiated. There was also evidence of a type ii endoleak. The left hypogastric artery had increased to 5.0 cm. The patient was discharged home on the first post-operative day. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the investigation information, a root cause could not be definitely determined.